Event description:
It was reported that the device was explanted approx after implant duration of 57.27 months, due to unk reasons. No further details were provided. Info learned from implant pt registry. No letter required.

Manufacturer narrative:
Device not returned.